Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system for 1 patient. Customer tested a patient sample for accutni and obtained a result of 2.91ng/ml. Another sample from this patient when tested gave a result of 0.02ng/ml. A precision test with the first sample from this patient gave 6 results of 0.01ng/ml. The erroneous result was reported outside the laboratory. The customer documented the change to patient treatment that the patient was admitted and has been discharged. Customer is not aware of any report of death or injury as a result of the event.

Manufacturer narrative:
The sample type was plasma collected into a lithium heparin tube. The tube was noted to be a full draw and centrifugation occurred at 2,500 rpm for 10 minutes. The sample was stored at room temperature for 6 hours prior to repeat testing. Qc was in range prior to and following the event. The customer reports no errors were received to the event log and there are no issues with any other assays. A field service engineer (fse) was on site in 2008: the fse performed high sensitivity system check which passed. The fse verified repair per established procedure and results met published performance specifications. Upon follow up on 5-30-08, the customer mentioned that no other additional events have been encountered to date. The customer further provided that following the event, they ran approximately 70 patient troponin samples in duplicate for verification and all repeated within expected precision claims. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.